Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the architect free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68900ud02. However, testing was performed utilizing retained kits of lot 68900ud02. All testing passed indicating the reagent lots are performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent was identified.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following results were provided: the initial test result was 26.64 pmol/l, the re-test result was 12.50 pmol/l (reference range was 9.01-19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following results were provided: the initial test result was 26.64 pmol/l, the re-test result was 12.50 pmol/l (reference range was 9.01-19.05 pmol/l). No impact to patient management was reported.